Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
The patient developed cellulitis and was treated with a 10 day course of oral antibiotics beginning (b)(), 2012. On (B)(6), 2012 the cellulitis had reportedly resolved. The patient was implanted with a new fixture on (B)(6), 2012 and a cover screw placed over the old fixture. Correction: the correct catalog number is 92130; not 902130 as previously reported.this report is filed (B)(4), 2012. Implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent skin overgrowth around the abutment, and the issue could not be resolved. A second fixture was implanted (date not reported), and the previous implant was fit with a cover screw.